Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6)2017 explanted: (B)(6)2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 12-jun-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving fentanyl and bupivacaine via an implantable pump. It was reported that the patient had the pump replaced on (B)(6) 2024. Since the replacement, the pump was moving and flipping in the pocket. When the physician opened pump pocket the catheter was severed in multiple locations. There were no known environmental/external/patient factors that may have led or contributed to the issue. Action/intervention: physician cut existing catheter and tied it off then connected (B)(6) lot# hg754ra17 to the pump and (B)(6) lot#hg7g2bh11 to the (B)(6). The physician then left new catheter in pocket and will reschedule patient for future date to complete catheter revision. Outcome: the issue was not resolved. The physician has no further information for medtronic. The patient was alive and no injury.

Manufacturer narrative:
H3. Analysis identified twisted in the catheter, a break in the catheter body, and a kin in the catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.